Event description:
Additional information indicates that this lead dislodged multiple times during the implant procedure. A competitor's lead was used and successfully placed.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional details are expected, this report will be updated upon receipt of additional information.

Event description:
Boston scientific received information that this implantable lead was broken. No adverse patient effects were reported. The product was removed from service and was expected to be returned. No further details have been made avaiable.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was determined that the lead was fully extended with dried blood noted on and within the helix mechanism. There were no signs of a helix/tip anomaly. An x-ray was performed and revealed that the lead was stretched in the inner coil at the distal tip suggesting helix extension/retraction difficulty. The lead was electrically continuous. The clinical observation was unable to be confirmed during laboratory testing.